Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as red ring sore from tight garment. There was no alleged device malfunction contributing to the irritation. The patient¿s rn applied an abdominal pad to the area for the sore. The outcome of the irritation is unknown as follow up attempts were unsuccessful.